Event description:
On 09/22/1998, the facility's director, surgery informed manufacturer's (MFR) sales representative that the product was sent to the facility; however, the box only contained an introducer kit no device. The hospital has checked all their records looking for the serial number that matched the device in question, but no implant record was found with that serial number. No further details were provided at this time.